Event description:
During routine testing of the device at the service center, the service technician reported the battery connector was cracked. The monitor was originally returned for repair for failure to display blood gases and for a reference sensor failure when the cracked battery connector was found. Since this event occurred at the service center, there was not pt involvement during this event.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.